Event description:
It was reported to resmed (B)(4) that a system fault (sf101) error message occurred on an astral device indicating that the outlet pressure measurement may be incorrect. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00192.